Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed and had an occlusion. The customer's blood glucose level was 286 mg/dl at the time of the incident. The customer sent the product back for analysis. The issue was not resolved with a set change. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was programmed without bolus deliveries and basal rates with the test reservoir including the test infusion set inside the reservoir compartment and no unexpected liquid exited properly through test infusion set noted. The insulin pump was monitored for several days and no unexpected alarms noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.